Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker and bleeding lcd glass.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The blood glucose reading was 109 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.